Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was continually displaying an error 5 message. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 9 p.m., on (B)(6) 2017. The patient manages his diabetes with insulin (lantus and humalog, dose not reported) and he denied making any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported that immediately after attempting to test with the subject meter, he developed symptoms of ¿shakiness and blurry vision¿ which he associated with ¿very low¿ blood glucose. The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that the patient was following the correct testing procedure. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr established that the test strips completely drew the sample in and walked the patient through a retest; however, the alleged issue remained unresolved. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged issue began.